Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 16157584, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15944807, UDI: (B)(4).

Event description:
It was reported that the patients lead was fractured after a fall and had an inconsistent tingling as a result. Programming around it seemed to resolve the issue in person.